Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 30-jan-2018 with the following findings: all keypad buttons were unresponsive. There was no damage to the keypad cover. Contamination was found on the contacts of the keypad buttons. Unrelated to the original complaint, the display screen was noted to be dim/discolored and the battery compartment was cracked.